Event description:
Patient's son contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurate on (B)(6) 2014. Patient's son reported that the device read high for the past two days. Dexcom technical support directed patient's son to shutdown and reset the receiver, after which normal readings returned. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.